Manufacturer narrative:
Received 1 used set of 4 arcticgel pads only. Visual evaluation noted what appears to be skin which is still adhered to the pads. The reported event was confirmed with the cause unknown. The lot number is unknown, therefore the device history record could not be reviewed. The instructions for use states the following: ¿do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported on 12/01/2015 to medical support and services via telephone that a patient's skin had allegedly peeled away when removing the arctic sun pads the pads were removed approximately an hour after the patients death. In addition, the patient was reported to have died (cause of death unknown) on an undisclosed date and time. The patient was placed on the arctic sun on (B)(6) 2015, sunday. The patient was being rewarmed at a rate of 0.5/hr for 3 and a half hours, then the rate was increased to 1.0/hr. The patient had reached the target temperature and was placed on normothermia when the patient became unstable. At this point the family was discussing withdrawing care because the patient was maxed out on vasopressors and very hypotensive. Originally the patient had been brought to the hospital due to a cardiac arrest at home. Stroke was ruled out and the hospital stated the cause of death was believed to be a pulmonary embolism. The facility stated there was no indication the arctic sun failed to function as intended nor was there a relationship between the arctic sun, termination of therapy and the patient's death.